Event description:
It was reported prior to a bilateral ureteroscopic examination with stent placement, the biwire nitinol hydrophilic wire guide could not be advanced through the ureteroscope and "nodules" were found on the guidewire. The coating of the wire guide was not activated prior to removing from the holder. The device was not used and the issue was discovered prior to patient contact. A new guidewire was used to complete the procedure. A preliminary review of the returned device showed areas of skived/cut damage to the polymer jacket material, including metallic core wire exposure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6) h3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.